Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d1, d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? No ¿ please clarify, did the needle detach from the suture? A priori yes but not very visible using the tools at our disposal to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a thrombectomy on (B)(6) 2026 and suture was used. Hospitalized patient for thrombectomy of the lower limb. At the very end of the operation, during the closure of the cutaneous plane of the approach at the level of the scarpa, after having made 3 passes through the subcutaneous tissue, the needle 2/0 is loosened. Use of an additional suture thread. There is a risk of improper stitching and subsequent bleeding for the patient. There were no patient consequences reported. Additional information was requested.